Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure while specimen retrieval, the device bag was tore or ripped. No patient injury has been noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Distal end of specimen bag was ripped. Bag was partially cinched. Metal ring had been retracted fully and specimen bag had completely and correctly separated from metal ring. Rope was not cut between specimen pouch and pull ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the specimen bag makes contact with a sharp object and subsequently rips under tension. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic chole procedure, the specimen fell into the patient. While specimen retrieval, the device bag was tore or ripped. Used another device to complete the case. No patient injury.